Manufacturer narrative:
On may 29, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. During visual analysis of the returned sample exp rect remote 400cc a tear was observed between the union of the shell and patch. The device was received painted in blue. Microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a product issue was identified during the investigation of the product received. This product issue will be addressed through the mentor¿s quality system. According to the manufacturing investigation, manufacturing records and processes including process controls collected and reviewed for the device are within specification. The rupture reported on the product complaint is not able to be confirmed as a manufacturing defect. Regarding to the blue color in the shell, as stated in the product insert data sheet, is contraindicated to place drugs or substances inside the tissue expander other than sterile saline for injection since this could compromise the product integrity. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast implantation procedure with mentor tissue expanders 400cc and experienced deflation (side unknown) post-operatively, which was confirmed during a physical exam. As a result, the patient underwent device removal on an unspecified date.